Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they have a capsule that failed to attach to the patient's esophagus during an esophageal procedure. There was no harm was caused to patient. A repeat bravo procedure was not performed. Intervention was required as the capsule was retrieved via laryngoscope. There was nothing unusual about patient or procedure itself. An endoscopy had been performed prior to bravo procedure. The esophagus appeared to be normal. The site has been performing bravo procedures for over 7 years. No lubrication was used on capsule. No other known a

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reported. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any other visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.